Event description:
The customer reported that the device was intermittently not recognizing the charge button.

Manufacturer narrative:
The customer reported that the device was intermittently not recognizing the charge button. No adverse pt impact was reported. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.